Event description:
Pt called alleging that meter powers off during use. Pt mentioned that they were experiencing symptoms of high blood sugar and also had a headache. Md treated pt. No info on what their blood glucose was on the md's meter. Customer service had pt replace the batteries and meter powers off during use. Batteries were in good condition. Issue was not resolved, so customer service is sending replacement meter. This case is being reported as a malfunction.